Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to deformation of bending tube, connection between bending section and connecting tube is not secure. Based on the investigation, the most probable cause of this complaint is anticipated or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that due to deformation of bending tube, connection between bending section and connecting tube is not secure. There were no reports of patient involvement.